Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the system was not picking up any of the patient or instrument trackers. The site was able to resolve the issue by restarting the system. It was confirmed by the representative that the system was functioning correctly, however, there were instruments that would not verify. The total delay of procedure is unknown, but there were no impact on patient outcome.